Event description:
It was reported to boston scientific corporation that a flexima exchange biliary stent system was used during a drainage procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During preparation, the physician was unable to load the delivery system on the guidewire. Another flexima exchange biliary stent system was used to complete the procedure. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; catheter stretched.

Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that a flexima exchange biliary stent system was used during a drainage procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During preparation, the physician was unable to load the delivery system on the guidewire. Another flexima exchange biliary stent system was used to complete the procedure. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; catheter stretched. An error was identified in the initial report.

Manufacturer narrative:
The patient is over the age of 18. During the analysis, the push catheter was observed bent at the distal end of the hub. The stent was loaded onto the delivery system upon receipt. The suture was found twisted at about 360 degree. The stent was slightly twisted along its working length. The guide catheter was fully retracted inside the push catheter. The suture was cut and the stent removed to access the guide catheter, but the guide catheter could not be removed. The guide catheter stuck inside the push catheter. Device analysis and functional test performed revealed no issues with the device. Possible reason for the difficulty experienced in getting the wire inserted is likely due to inappropriate preparation. The push catheter most likely got bent at the same time the stent became slightly twisted during the procedure. Based on the analysis of the of this device and similar complaints with the same issue, the most probable root cause is operational context device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.